Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Occupation: reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient had an unknown surgery for an unknown reason, the patient had synthes titanium screws on the knee that was split in half, as stated by the doctor on the x-ray. The head of the screw was removed on (B)(6) 2021, however, the shaft remained in the bone. The procedure and patient outcome were unknown. Concomitant medical device: unk - plates: tibia (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) unk - screws: trauma. This report is 1 of 1 for (B)(4).